Manufacturer narrative:
Additional information: h6 and h10. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: removal of information in section f related to importer - the initial report inadvertently included the importer report number. This MDR should have been submitted only with the MFR. Number (and not as importer).

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a pediatric patient treatment using a prismaflex hf1000 and an effluent bag, a "gain limit reached" was triggered due to a leak in the effluent bag. It was reported the set was primed with blood. Troubleshooting discussed the returning of the blood to the patient and changing the set. There was patient involvement, but no adverse event or medical intervention was reported. No additional information is available.